Event description:
The device was later explanted and returned for reliability analysis. It was noted that the shape of the device appeared to be abnormal.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed the device case to be swollen, with tool marks and dents present. Testing of the device confirmed that no telemetry was available and electrical measurements noted no pacing output. Once the device case was removed, internal visual inspection confirmed the cell to be swollen. An external power source was set and connected to the circuit, with all values within specification. An attempt to recreate a high current drain was unsuccessful and no further analysis was performed. The cause of the early cell depletion could not be confirmed as the assembly operated within specification when power was applied.

Event description:
Boston scientific received information that this device could not be interrogated. Multiple outlets were used, however, unsuccessful. The medical personnel was unable to feel the device under the patient's skin. An xray revealed a device (B)(4), however, the xray was difficult to view. Technical services discussed replacement considerations. To date, no adverse patient effects were reported with this clinical observation.